Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation due to auto-reducing. An sjm representative met with the patient and reprograming was unable to resolve the issue. X-rays did not reveal any abnormalities. The physician suspects the lead is fractured. Surgical intervention may be pending to address the issue.